Event description:
It was reported through clinic notes received on (B)(4) 2012, that the patient was admitted to the hospital for status in (B)(6) 2010. He was also admitted due to a seizure on (B)(6) 2010. While hospitalized in (B)(6), he was intubated and treated. His medications were also adjusted. The clinic notes mention that the patient has a history of non-compliance with his medication; however it is unknown at this time if the events are related to patient non-compliance. The patient's generator was replaced due to end of service on (B)(6) 2012; however it is unlikely that the vns was at end of service at the time of these reported events. Attempts for additional information have been unsuccessful to date.

Event description:
The explanted generator will not be returned as it was discarded following the procedure. Attempts for additional information have remained unsuccessful.

Manufacturer narrative:
.